Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing evaluation for (B)(4), 1.5mm mandible mesh foot b-type for cmf distractor, lot number 6873097 showed that dimensions l1 plate width, l3 - distance between holes, d2 - plate hole diameter and material were conforming. The l2, d1, d3, t1, g1 and f1 dimensions are unobtainable due to the damage to the part or the assembled condition of the footplate.

Event description:
This is 3 of 8 reports for complaint (B)(4).

Event description:
On (B)(6) 2012 the patient was implanted with two distractors. On (B)(6) 2013 the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 3 of 4 reports for this event.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history record showed device as conforming.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Two bc distractor bodies assemblies with universal joints, assembled footplates and attached flexible extension arms were returned. One of the returned assemblies comprised one bc distractor body 35mm; one 1.5mm footplate c-type; one 1.5mm footplate b-type broken through the screw hole closest to the distractor body; one flexible extension arm. The second returned assembly comprised one bc distractor body 35mm long; one 1.5mm footplate c-type; one 1.5mm footplate b-type broken through the channel that guides the footplate along the distractor body; one flexible extension arm. The footplates on both returned assemblies were cut and bent; there were some marring and surface scratches across each footplate. There was some marring and surface scratches on the distractor body. All footplates appear to be cut and contoured as described in step 4 of the cmf distraction system technique guide; no sever contours or cuts were apparent. The footplates and the distractor body appeared to be assembled as described in step 3b of the cmf distraction system technique guide; with the c-type footplate attached at the end of the distractor body and the b-type footplate assembled along the lead screw of the distractor body. As described in the complaint description and seen on the attached x-ray images, two distractor assemblies were implanted in the patient, one on each side of the mandible. Each distractor assembly will be evaluated separately because the mechanism of failure for each device is different. For the right bc distraction assembly, the location of the fracture on the footplate is through the screw hole closest to the distractor body; this fracture was noted to have been caused at time of removal. The plate appears to be contoured through the region of breakage; it is unclear whether this occurred pre-operatively or at the time of removal. The fracture pattern and location is consistent with bending fractures that can occur during removal. The 30 percent relapse noted in the complaint did not occur on this distractor assembly; the distractor was fully extended as seen in the provided x-rays at time of removal. Therefore from a design perspective this complaint condition is invalid because mechanism of breakage is excessive bending that resulted in plate breakage. The risk assessment for this device does address the hazard of footplate breakage after surgery under the function of footplate malleability resulting in the potential harm of instability of the fragment; delayed healing period or/and new operation required. Reoperation did not result from this complaint condition but the potential for footplate breakage occurring before removal due to excessive bending is still present so the severity is adequately dispositioned as a 4. (B)(4).